Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. While navigating during the procedure, the unit suddenly shut off. No blinking power indicator was seen or any battery backup noise heard. The procedure delay was less than one hour. There was no impact on patient outcome. The navigation or the surgery were not aborted. The issue was resolved on the call. This was reportedly the second issue of the day. No further information was provided. No complications were reported/anticipated. Please refer to mfg. Report# 1723170-2019-01167 for the initial occurrence. Case follow-up will be completed in that event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) indicated that the issue occurred at the end of the case so the unit was not needed any more at that point. There was no reported delay and the case was completed successfully. The ups was replaced and there have been no further issues.